Manufacturer narrative:
Software analysis was performed. It was found that updating the media_io settings resolved the issue. Software appears to be working as designed. Concomitant medical products: product ID: 960-152, serial/lot #: 3.16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the 2d images w ere inverted. Technical services walked through updating the media io with the following: truncate negative CT pixels set to true, constant CT pixel offset set to 1024, reset pixel range set to false, and max CT pixel value set to 4095. There was no patient present.